Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was clipping the cystic artery when the jaws closed and would not open. Another device was used to clip on either side of the device and eventually the device released itself. There was no tissue damage. The second device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Broken jaw. The analysis results of the (B)(4) found that it was received with one malformed clip jammed in the jaws and with one jaw ramp broken. Therefore, no testing could be performed to evaluate the event reported. It should be noted that an investigation has been initiated to address the root cause of the opening and broken jaw issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.